Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the misalignment was confirmed. The clinical/medical investigation concluded that, per case details, during a tka surgery, although the guide seemed to fit well, the tibial alignment was off. The tibial cut was reportedly completed with a delay less than or equal to 30 minutes with smith and nephew mechanical instruments. One intraoperative image was provided but does not provide insight into the reported problem. ¿no injury or other complications were reported.¿ no additional information was provided. Without the requested information, the root cause of the reported ¿tibial alignment was off,¿ could not be definitively concluded. The patient impact beyond the reported ¿delay less than or equal to 30 minutes and surgical modification with smith and nephew mechanical instruments cannot be determined. Additionally, no patient injury has been alleged and no further clinical medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. An engineering evaluation was performed and could not confirm a root cause for the stated failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. The contribution of the device to the reported event could be corroborated as the picture shows the tibial alignment was off. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka the ns vis adpt guide lgnp kit seemed to fit well. However, the tibia alignment was off. The procedure was completed with a delay less than or equal to 30min using smith-nephew mechanical instruments to finish the tibia cut. No patient injury or other complications were reported.